Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been use of a procedural sheath larger than indicated in the angio-seal vip IFU which resulted in a failed closure event. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy. Age & date of birth: requested, not provided due to hospital policy .patient sex: requested, not provided due to hospital policy .weight: requested, not provided due to hospital policy ethnicity: requested, not provided due to hospital policy. Race: requested, not provided due to hospital policy. Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number .explanted date: date device was explanted is unknown .device manufacture date: unknown due to unknown lot number the product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used for hemostasis after thrombectomy using a 9fr sheath. Six days after the procedure, bleeding occurred from the puncture site. Surgical intervention was performed, and the collagen and anchor were found outside the vessel in an integrated state and removed. Due to the patient's poor condition before the bleeding, the bleeding did not affect the patient's condition. The patient's hospitalization was extended. The patient was temporarily intubated for sepsis. The blood loss was 520ml. The patient was not in serious condition. The outcome is unknown. Hemostasis was successfully achieved by surgical intervention. The procedure before deploying the device was thrombectomy. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.